Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a probable cause of the sticky insertion tube could not be determined. The probable cause of the chipped probe and missing ultrasound image is likely traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the ultrasound gastrovideoscope insertion tube is sticky. In addition, the surface of the probe is chipped and the ultrasound image disappears. There was no patient involvement.